Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Threaded portion of drill guide is missing/broken off. No known patient involvement. Found at stryker warehouse.

Manufacturer narrative:
The reported incident that drill sleeve ø4.3mm was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Unfortunately we are not able to determine where the damage has occurred as the broken instrument was found at a stryker warehouse. Therefore more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the treaded part in the front of the drill sleeve is indeed completely broken off. Note that this damaged instrument has been found in the stryker warehouse (no known patient involvement). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Threaded portion of drill guide is missing/broken off. No known patient involvement. Found at stryker warehouse.